Event description:
Customer reporting discordant sars result. Customer communicated the quidel result is positive while negative with another rapid molecular method. No other confirmatory method was performed and symptomatic status of patient is unknown.

Manufacturer narrative:
Investigation conclusion: to be determined. Root cause: to be determined. Source: phone.

Manufacturer narrative:
Correction: please remove all information in this report as the customer is recalling the initial claim they made against the product. B4; added today's date of the follow-up correction report.

Event description:
Customer recalling issue with product. Please disregard information in first filing.